Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient became unconscious. It was reported that she did not receive an alert when "she got a low" prior to becoming unconscious. At some point, the patient reportedly had a medical alert necklace which she pressed for help. When ambulance and police arrived, the patient was treated with glucose gel, juice and toast with peanut butter. When they checked the patient's bg it was 47 mg/dl. They stayed with the patient for an hour until her blood sugar rose to 83 mg/dl. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.